Event description:
Heartmate ii left ventricular assist device (lvad) presents with high lactate dehydrogenase (ldh) (1664 peak), high plasma hemoglobin (74), hemoglobinuria and higher lvad power trend in the setting of international normalized ratio (inr) 3.1, aspirin 325 and persantine 25 mg three times a day (tid). It was decided to pursue heartmate ii to heartmate ii lvad exchange, however intraop transesophageal echocardiography (tee) revealed adequate left ventricle unloading, with closed atrioventricular, at 9600 revolutions per minute (rpm), which suggested normal/adequate lvad function. Given high comorbidity burden in this particular patient with morbid obesity and chronic renal disease, it was then decided to pursue hemolysis management with lvad optimization. Rpm of 8800 was chosen, and surgical exchange was abandoned. Heparin to coumadin bridge was completed prior to discharge; aspirin 325 and persantine 25 tid were resumed. Ldh decreased to 800 at discharge. Patient exhibited mild exertional shortness of breath at the reduced rpm but was otherwise asymptomatic with adequate end-organ perfusion and blood pressure.